Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via email of low blood glucose of 30 to 40 mg/dl. Customer was eventually able to bring it up to 74 mg/dl. Customer indicated that he is able to calibrate 3 to 4 times a day but may have only calibrated twice on the day of low blood glucose. Customer indicated that he would call back if it happens again.